Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide photos, procedure name, initial procedure date. What date did the reaction occur post op? How was the reaction treated (product removed; reoperation; reclosure; prescription steroids; antibiotics prescribed)? If so, please clarify incision size of product application? How was the product applied and how many layers applied? What prep was used prior to, during or after dermabond use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Do you have the product code and lot number involved what is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender? Patient pre-existing medical conditions (ie. Allergies, history of reactions? For female patients ask: was the patient exposed to similar products, such as artificial nails? Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that a patient underwent a laparoscopic sleeve gastrectomy procedure on an unknown date and topical skin adhesive was used. Postoperatively, on day three and four, the patient returned with extreme redness, burning (raised welts, hot and very itchy) at the port site where the topical skin adhesive was used. The surgeon prescribed steroids for the patient . Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 12/6/2018. Additional information was requested and the following was obtained: procedure name lap sleeve gastrectomy. Initial procedure date unknown at this time. What date did the reaction occur post op? Between pod 3-4. How was the reaction treated (product removed; reoperation; reclosure; prescription steroids; antibiotics prescribed)? If so, please clarify steroids rxd. Incision size of product application? Lap incisions exact size unknown see photos. How was the product applied and how many layers applied? Unknown. What prep was used prior to, during or after dermabond use? Chloraprep. Was a dressing placed over the incision? If so, what type of cover dressing used? Abdominal binder. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Is the patient hypersensitive to pressure sensitive adhesives? None reported. Were any patch or sensitivity tests performed? No. Do you have the product code and lot number involved no. What is the physicians opinion of the contributing factors to the reaction? Unknown. What is the most current patient status? No lasting issues. Is the product or representative sample (product from the same lot number) available for evaluation? Unknown lot number as it was discovered 3-4 days post op. Patient demographics: initials / ID; age or date of birth; bmi; gender female. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Unknown. For female patients ask: was the patient exposed to similar products, such as artificial nails unknown. Was perineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown.